Event description:
It was reported that a user experienced hypoglycemia around midnight after dinner boluses, stating that the device delivered too much insulin, based on a survey response for the ilet experience study. Symptoms included low blood glucose. Outcomes included no reported hospitalization, disability, or other long-term effects. Investigation included attempted follow-up to obtain additional event and blood glucose details. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.